Manufacturer narrative:
The device was received on (B)(6) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center the device did not sound an audible alarm tone from the secondary speaker.